Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that during a l4-l5 semi open tlif (transforaminal lumbar interbody fusion), the disk space was a little more collapsed than usual and within the first few smacks the cage split in half. The cage may have been under a little more stress since the doctor was hammering harder than usual. The doctor noticed immediately and said it shouldn't have broken so easily. The procedure went ahead as planned using the spare implant in the case. No surgery delay or patient injury reported. No cage was left in the patient, an x-ray was taken to assure no parts left in the patient.

Manufacturer narrative:
(B)(4) during the review of the DHR, it was concluded that the product was inspected and accepted for use by the quality control department on 3/11/2014 and met all specified parameters of the receiving inspection report with no associated nonconformance specific to the product issue. The implant was received in two pieces, fractured laterally, most likely as a result of hamming the side of the implant to reposition the device laterally across the disc space. The proximal insertion point is intact, and was most likely detached from the inserter or the inserter was not the point of impact with the hammer. Due to the damage areas of the implant cannot be measured. The areas that can be measured met specifications. There was no patient injury associated with this event. The root cause of the issue is unknown, but may be the result of some action by the user or anatomical conditions of the patient. Peek implants can fracture and may be the consequence or result of improper surgical technique (excessive force) or insufficient patient disc preparation or collapsed disc space allowing for proper insertion. Complaint monitoring will continue and additional action will be taken in the event that an adverse trend is identified. No additional action is planned at this time. Review of labeling notes: warning cautions and precautions "surgical outcomes with this device are significantly affected by the surgeon's proper patient selection, preoperative planning, proper surgical technique, proper selection and placement of implants and complete compliance of the patient. Selection of the proper size, shape, and design of the implant for each patient is extremely important and crucial to the success of the procedure. Implants are subject to repeated stresses in use, and their strength is limited by the size and shape of the human spine."